Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 306592, lot # 4358896. It was reported by customer that when staff nurse was flushing arterial lumen of a central catheter prior to hd initiation, barrel of 10ml saline syringe broke. Verbatim: level of harm: no apparent harm. Incident details: when staff nurse was flushing arterial lumen of a central catheter prior to hd initiation, barrel of 10ml saline syringe broke.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating that the barrel of a syringe had broken during use. To support the investigation, one empty syringe was submitted for evaluation by the quality team. A visual inspection was conducted, revealing that the plunger rod exhibited cracks in two of its ribs. No additional defects or irregularities were observed. This type of damage is consistent with a potential jam occurring during the plunger rod assembly process. A device history record (DHR) review was completed for material number 306592, lot 4358896. The review found no quality issues or deviations during the production of this lot that could have contributed to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the plunger rod assembly process confirmed that the equipment settings and rail alignment were correct, and product flow was within acceptable parameters. To date, no other similar incidents have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported issue has been confirmed.